Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes availableasupplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during surgery, for an abdominal wall repair on (B)(6) 2026, when the surgeon using monopolar hook on right hand, as he released the diathermy activation button on the right hand controller, the diathermy generator continued to behave as it was active (ie, as if the surgeon was still pressin on the button), and stayed tha way. The bedside unit was replaced and this resolved the issue. Reporter confirmed no harm to patient and no significant delay in the procedure due to the issue. On review of the surgical video and telemetry logs there was no electrosurgery activation icon present on the console screen after the surgeon released the electrosurgery button.